Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec" peds plus"/ f culture vials (plastic) false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positive results reported, despite troubleshooting from local team not clear if issue is linked to instrument, reagents or both. Ongoing issue, linked to (B)(4). Batch no. Has not been shared, but the attached files include the test sequence number."

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) 7 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positive results reported, despite troubleshooting from local team not clear if issue is linked to instrument, reagents or both. Ongoing issue, linked to pr2400714 and pr 2723993. Batch no. Has not been shared, but the attached files include the test sequence number."

Manufacturer narrative:
The following fields were updated with additional information: b.5. Event description: it was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) 7 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positive results reported, despite troubleshooting from local team not clear if issue is linked to instrument, reagents or both. Ongoing issue, linked to pr2400714 and pr 2723993. Batch no. Has not been shared, but the attached files include the test sequence number." Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0283471 d.4. Medical device expiration date: 2021-07-31 h.4. Device manufacture date: 2020-10-09 d.4. Medical device lot #: 0329058 d.4. Medical device expiration date: 2021-09-30 h.4. Device manufacture date: 2020-11-24 h.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. Complaint is unconfirmed based on retention samples and batch history record review. H3 other text : see h.10